Event description:
Reporter alleged the blood glucose device measured 546 mg/dl back to back with a result of 88 mg/dl when testing was performed within 1-2 minutes apart, on inform system with strip lot and expiration date not provided). Reporter stated the discrepant result were obtained at a hospital. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.